Event description:
Event description guidant received information that this transvenous defibrillation lead was explanted and replaced, as it no longer provided capture. A dramatic decrease in r-wave sensing and fluctuating impedances were also reported. Review of implantable cardioverter defibrillator (ICD) history revealed noise on all three channels after the induction shock at implant. The ICD remains implanted with the replacement lead.